Event description:
It was reported that the patients lead had migrated from the right side of the skull near the burr hold cover. The patient experienced pain and discomfort on the right side of her skull. The physician confirmed that the lead had broken through the skin. The patient underwent a revision procedure wherein both leads were replaced. The patient was doing well post operatively. The explanted leads were discarded by the facility and will not be returned.

Manufacturer narrative:
Additional suspect device: model number db-2202-45; dbs directional lead sterile kit 45cm; serial number (B)(4).

Event description:
It was reported that the patients lead had migrated from the right side of the skull near the burr hold cover. The patient experienced pain and discomfort on the right side of her skull. The physician confirmed that the lead had broken through the skin. The patient underwent a revision procedure wherein both leads were replaced. The patient was doing well post operatively. The explanted leads were discarded by the facility and will not be returned.